Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight, ethnicity: patient weight, ethnicity and race was not provided for reporting. Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for one (1) bab tough strips 20s USA (B)(4). Lot # is not available. UDI # is (B)(4). Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with bab tough strips. The consumer stated that upon use of a bandage for a cut, the bandage would not come off. The adhesive was embedded into the consumer¿s skin. The consumer used mineral oil, took multiple showers, went into the pool with chlorine for hours, and used an adhesive removal product from drug store. His arm looked wrinkled, white in area, still sticky and a large mark where attempted to remove. The consumer sought medical attention from the emergency room and saw a dermatologist. According to the consumer, he was diagnosed with having an allergic reaction and post pigmentation inflammation and had was prescribed a cream to use on the area. The symptoms have not yet resolved.